Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample was evaluated. Upon initial inspection of the returned sample, the system consisted of the y-body connected to the storage tube and the storage tube connected to the delivery sheath. The pusher wire was within the delivery system and sheath. There appeared to be a bend on the sheath 14.5cm from the distal tip. The touhy nut was loose. The pusher wire appeared to be stuck at the bend on the sheath. It appeared that the filter was stuck in the sheath. The filter was able to be pushed out of the sheath by straightening the bend in the sheath. The filter deployed with no problems. All measurements for the pusher wire, sheath, and filter were within specification. The results of the investigation were confirmed because the filter was stuck inside of the sheath. The root cause is unknown.

Event description:
It was reported that the filter became stuck in the sheath. The doctor was not able to deploy the filter. The delivery system and filter were removed and a recovery filter was deployed successfully. No patient injury was reported.